Event description:
The patient experienced an increase in seizures over the past few months. The patient's device was checked and indicated the output current not being delivered and high impedance >9000 ohms. The patient has not had any trauma, accidents or any pulling of the lead. The patient's lead and generator were replaced. The explanted devices have not been received for analysis to date. No other relevant information has been received to date.